Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer passed away at home. The cause of death was cancer. The customer had prostate cancer. It was in remission for eleven years. It came back and had spread. The customer's blood glucose at the time of death was unknown; it was 161 mg/dl when the customer went to bed that night, (B)(6) 2015. The caller stated that the customer's blood glucose was checked six times a day. The customer's blood glucose would go up and down because of the chemo therapy but it was kept under control. The customer was wearing the insulin pump at the time of death. The customer was not using sensors and was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, scratched reservoir tube window and minor scratches on the display window. The daily insulin total average was from 94.0 to 160.0 units, the total basal from 46.2 to 46.4 units and the total bolus from 47.6 to 104.0 units of insulin. Two weeks of data were listed for the date of (B)(6) 2015.